Event description:
Spontaneous call from patient's mother who reported that the mini spike they used in (B)(6) and in (B)(6) (current bottle) both caused leaks in the remodulin vial. She stated that when this happened in (B)(6), the medication leaked onto a table so she doesn't know how much medication was lost. This time, the leaked medication was contained inside a bag and they were able to draw up the amount to determine 5ml was lost she provided lot# 0061802900 for the malfunctioning mini spike and she still has it at the moment. No report of clinical injuries from this event no other information provided. Pharmacy is sending replacement spike and another vial of remodulin has been requested for tomorrow. No other information provided. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? No, she called pharmacy to have a replacement sent to them but not sure how long they were using defective item. Reported (B)(6) by pt/caregiver.